Manufacturer narrative:
Updated to reflect the information received on (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2018. It was reported that the cause of the motor stalls not noted to be due to an MRI was not determined. The patient's baseline weight was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 30.0mg/ml at 8.789mg/day and morphine 1250.0mcg/ml at 366.2mcg/day via an implantable pump. The indication for use was non-malignant pain. The patient reported code on the ptm (personal therapy manager) 8476 (motor stall). The patient stated that the code was appearing intermittently, one day the patient wasn't able to give any boluses but then said she had 2 successful boluses that day at 9:30 and 3am. Each unsuccessful bolus had the code. The patent did not hear the pump alarm until a little while ago. The patient did have an MRI about 10 days ago and after the MRI the patient checked her pump with her ¿machine¿ and it was working fine. The patient planned to follow up with their healthcare provider. No patient symptoms and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2018 the patient contacted the clinic and reported that their personal therapy manger (ptm) displayed a code indicating a pump motor stall, code not documented. On (B)(6) 2018 the patient reported diarrhea, nausea, and elevated blood pressure, and on (B)(6) 2018 the patient reported agitation and increased pain. The patient reported an magnetic resonance imaging (MRI) on an unknown date with intermittent pump alarming since. The patient did report utilizing the ptm to "restart" the pump following the MRI. The patient was prescribed/administered clonidine, promethazine, and morphine for withdrawal on (B)(6) 2018, and was scheduled for evaluation on (B)(6) 2018. On (B)(6) 2018 it was noted that the patient will be scheduled for a non-emergent pump replacement secondary to multiple stalls though not emergent as the pump has not stalled since (B)(6) 2018 and was currently functioning. The pump was explanted/replaced on (B)(6) 2018 and the pump would be returned to manufacturer. Device interrogation on (B)(6) 2018 and review of logs revealed a pump motor stalloccurred on (B)(6) 2018 at 08:21 with a motor stall recovery on 09:04 on (B)(6) 2018, a pump motor stall occurred on (B)(6) 2018 at 18:21 with a motor stall recovery on (B)(6) 2018 at 02:02, a pump motor stall occurred at 19:00 with a motor stall recovery at 19:17 on (B)(6) 2018, a pump motor stall occurred on (B)(6) 2018 at 20:39 with a motor stall recovery at 06:28 on (B)(6) 2018, and a pump motor stall occurred on (B)(6) 2018 at 21:15 with a motor stall recovery on (B)(6) 2018 at 21:40. No actions were taken until (B)(6) 2018 when the patient was scheduled for non-emergent pump replacement. It was noted that multiple motor stalls were identified on the logs. It was unknown which stall is related to the MRI. The outcome of the event resolved without sequelae on (B)(6) 2018, on (B)(6) 2018, on (B)(6) 2018, on (B)(6) 2018, and the whole event resolved without sequelae on (B)(6) 2018. The device diagnosis was pump motor stall and the clinical diagnosis was intrathecal (it) medication withdrawal. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.